Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 26mm sapien 3 valve presented with a torn/flail neo-left cusp resulting in aortic regurgitation and mild hypo attenuated leaflet thickening (halt) of the neo noncoronary cusp with moderately restricted motion after an implant duration of 12 years and 4 months. Echo report demonstrates an aortic valve area of 1.3cm2, and a mean valve gradient of 20.3mmhg. The failed valve was first treated with anticoagulant and antiplatelet medication and then replaced with a 26mm sapien 3 ultra resilia valve and post dilated with a 25mm true balloon. The patient is doing well and recovering. Age of valve is the reported perceived root cause for torn/flail leaflet.